Event description:
It was reported that the ureteral stent was already broken in the package, before use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the ureteral stent was already broken in the package, before use.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted received one photo sample that shows top view of stent broken into two separate pieces. No actions can be taken at this time since a root cause was not identified. DHR review did not show any problems or conditions that would have contributed to the reported event. The instructions for use were found adequate and states the following: indications for use: the inlay optima ureteral stent and multi length ureteral stent with suture are indicated to relieve obstruction in a variety of benign, malignant and post traumatic conditions in the ureter. These conditions include stones and or stone fragments, or other ureteral obstructions such as or ureteral trauma, or in association with extracorporeal shock wave lithotripsy (eswl). The stent may be placed using endoscopic surgical techniques or percutaneously using standard radiographic technique. It is recommended that the indwelling time not exceed 365 days. The stent is not intended as a permanent indwelling device. Description: the inlay optima ureteral stent and multi length ureteral stent is a coated, double pigtail available in two forms: a single size or a customizable multi length size. The following items are included with each stent: 1 ureteral stent with suture 1 push catheter with radiopaque band 1 pigtail straightener 1 guidewire (optional) in vitro testing conducted on the inlay optima ureteral stent and multi length ureteral stent indicate reduced accumulation of urine calcium salts as assayed by calcium when compared to a control. Correlation of in vitro data to clinical outcome has not been established. Contraindications: no known contraindications for use. Precautions: suture may be cut off prior to stent placement. Remove suture if indwelling time is expected to be longer than 14 days, the overall integrity of the stent. Ureteral stents should be checked periodically for signs of encrustation and proper function. Periodic checks of the stent by cystoscopic or radiographic procedures are recommended at intervals deemed to be appropriate by the physician when long term use is indicated, it is recommended that indwelling time not exceed 365 days. The stent is not intended as a permanent indwelling device. With any ureteral stent, migration is a possible complication, which could require medical intervention for removal. Selection of too short a stent may result in migration. Care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation. The insertion of a ureteral stent should only be done by those individuals who have comprehensive training in the techniques and risks of the procedure. Potential complications associated with retrograde or antegrade positioning of indwelling ureteral stents include the following: edema, stone formation, peritonitis, fistula formation, loss of renal function fragmentation, migration, occlusion, hemorrhage, pain or discomfort, stent encrustation, hydronephrosis, perforation of kidney, renal, ureteral erosion, infection pelvis, ureter and or bladder, urinary symptoms directions for use: 1. Determine the proper stent length for the patient. This is generally calculated from the baseline 2. Insert the cystoscope then pass the guidewire through the scope until the tip is in the renal pelvis. 3. Move the pigtail straightener over the proximal end (kidney coil end) of the ureteral stent allowing easier insertion onto the guidewire. Remove pigtail straightener once the stent is secure on the guidewire. 4. Pass the stent over the guidewire through the cystoscope by using the push catheter for proper placement. 5. Watch the distal end (bladder coil end) of the stent or the radiopaque, proximal end of the pusher. Stop advancing when the stents distal end marker reaches the ureterovesical junction (uvj). 6. Withdraw the guidewire slowly. The stent will form a pigtail automatically. 7. Carefully remove the push catheter. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and with applicable local, state and federal laws and regulations. This is a single use device. Do not re sterilize any portion of this device. Reuse or repackaging may create a risk of patient or user infection, compromise the structural integrity or essential material and design characteristics of the device, which may lead to device failure, or lead to injury, illness or death of the patient. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.